Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 5632 file number 20005) due to a software error. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a software error detected and vibration anomaly. The customer¿s blood glucose level was 14 mmol/l. Customer stated that they had received an alarm and was not working. It was stated that the pump was only vibrating and the sound was not working. The customer performed self-test and received software error detected. The insulin pump will be returned for analysis.